Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic, loss of sensing and capture on ventricular lead was observed. There was occasional right diaphragm pacing. Lead revision was discussed and procedure date is not scheduled yet. Patient was stable.

Event description:
New information received notes that chest x-ray was performed and it was noted that the device was migrated, dislodging the right ventricular lead. All pacing and therapies were disabled. During lead repositioning procedure on (B)(6) 2019, physician was unable to retract the lead helix and couldn't insert a stylet in the lead. Lead was explanted and replaced. Device was repositioned successfully. Patient was stable throughout the event. Related manufacturer reference number: 2938836-2019-06200.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.